Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed that the stem is etched as a size 7.5, however, dimensionally, the device conforms to a standard size 4 femoral stem. Device history record (DHR) was reviewed and no discrepancies were found relevant to the reported event. Investigation results concluded the most likely root cause of the event is a manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent total hip arthroplasty. During the procedure, the device was opened; however, the stem appeared to be a smaller size than labeled. The stem was compared to another stem with the same part number and the discrepancy was visually confirmed. Another stem of the same desired size was used to complete the procedure.